Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported having issues with the powerglides at the tip near the pink to green hub having holes in them. Once we flush it, the site appears infiltrated but it's just because there's a hole in the catheter and so any meds sit in the subq tissue. In one situation, a patient was started on saline bolus and no harm occurred. No harm occurred but we had to pull the line and start another.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer, "having issue with the powerglide at the tip near the pink to green hub has a hole. Once we flush it, the site appears infiltrated but it's just because there's a hole in the catheter and so any meds sit in the subq tissue. A patient was started on saline bolus and no harm occurred but we had to pull the line and start another."